Manufacturer narrative:
The autopulse platform in complaint was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, autopulse stopped after 10 minutes of compressions, manual CPR was performed for an unknown length of time after trouble-shooting was not successful. Changing battery and the transition from autopulse to manual CPR by trained users is quick and presents the same workflow as rescuer rotation in manual CPR. The short interruption of trouble shooting the device is unlikely to negatively impact the patient outcome. The cause of patient's death was likely to be cardiac arrest. Patient expired after both mechanical and manual compression. Mortality of out-of-hospital cardiac arrest (ohca) is high. Survival to hospital discharge, after ems-treated non-traumatic cardiac arrest with any first recorded rhythm was 9.8% for adults (aha statistical update 2013). In this event, death is attributed to ohca. Death is an expected outcome for ohca.

Event description:
During patient use, the autopulse stopped after 10 minutes of compressions. According to the customer, the platform displayed "replace battery "even though the battery is full. According to the customer, the autopulse displayed full battery for 20 seconds, then displayed empty and stopped compression. The battery was replaced, however, the issue was not resolved with the 2nd battery. The use of the autopulse was discontinued. Manual CPR was performed for an unknown length of time. Rosc was not achieved and the patient expired. Cause of death is unknown. Customer reported that after the event, the autopulse was tested with 3 batteries (2 which were used on the autopulse the day of the reported event) using a mannequin. The autopulse platform functioned normally with no issue observed on any of the 3 batteries. Customer also reported that the 3 batteries passed testing and showing fully charged with green lights. No other information was provided

Manufacturer narrative:
The customer reported issue of stopped compression after 10 minutes was confirmed in the archive review data. The root cause was due to the autopulse platform not reaching target depth on a large sized patient chest that was stiff to compress and resulted in the autopulse exhibiting a ua17 (max motor on time exceeded during active operation) error message. Visual inspection was performed and found the load plate cover damaged. The top cover wire strand was damaged and the front cover was also cracked. The autopulse platform is a serviceable device and was manufactured on 05/22/2007. Therefore, this type of physical damage found during visual inspection are characteristics of normal wear and tear for the life of the device and are unrelated to the reported complaint. The autopulse is 10 years old, well beyond the 5 year service life. The archive review showed that on (B)(6) 2017, the battery s/n (B)(4) had a remaining capacity of 1552 mah equivalent to four green led lights. On (B)(6) 2017, the battery was placed in the autopulse and remained inside the platform for 5 days without charging. The autopulse platform performed 531 compressions in 6 minutes on a large size patient with stiff chest using this battery. A low battery warning displayed on the lcd. Then the autopulse stopped compression due to ua17 error message. Archive data showed the user pressed restart to clear error message, however, the autopulse stopped compressions with ua17 error message. The battery s/n (B)(4) capacity dropped to 1093 mah equivalent to three amber led lights. The user replaced the battery with another battery s/n (B)(4) (not returned to zoll). The archive showed that the battery had remaining capacity of 1562 mah equivalent to four green lights. The user pressed restart to clear error message however, the autopulse stopped compressions with ua17 error message again. Functional testing was performed and the autopulse platform passed all the testing without any fault or error observed. The autopulse platform performed as intended.